Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. No button error alarm was noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 5.2 mmol/l. Customer stated that he wears the pump on the inside of his shirt and it may have been exposed to sweat. Insulin pump will need to be returned and replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).